Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
It was reported that, prior to surgery on (B)(6) 2023, device was running faulty and was tested as a faulty motor, which needed to be replaced. The hospital repaired it by themselves. There was no patient involved and no harm or impact reported. Due diligence information complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). E1: telephone number: (B)(6). G2: foreign: china. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.